Event description:
It was reported that the ventilator generated low pressure and high o2 concentration alarms. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The field service engineer (fse) investigate the system on-site and found that the defective nozzle unit in the gas module caused the issue. The fse replaced the part and resolved the issue. Following the intervention, the system passed pre-use check and returned to the clinical use. The device log was not received and the replaced part was retained by the customer, preventing further analysis. According to the fse, the nozzle unit was replaced during preventive maintenance (pm) 2022. However, since no device logs were received, it is unknown whether the operating hours have exceeded 5,000 hours. Our conclusion, based on the available information, it is essential and important to perform preventive maintenance at least once a year, or every 5,000 operating hours whichever comes first to ensure optimal performance. The UDI information is not available since the device was manufactured before 2015.